Event description:
It was initially reported that the pt's device was "acting up silly again." Add'l info indicated that the pt had fallen and damaged the lead. An x-ray showed that the lead almost completely pulled out of the epidural space. Impedances showed that only 2 of 4 electrodes were functioning and measured at >10000 ohms. The neurostimulator and leads were explanted and replaced. Pt outcome was not reported. A f/u report will be sent if add'l info is obtained.

Manufacturer narrative:
(B) (4).